Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no impact to the customer's blood glucose level. Contact assumed that customer may have set up the transmitter incorrectly initial, but at the time of the call issue was resolved and the transmitter and pump regained connection. User error could not be confirmed.